Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the integrated circuit on the digital board. The digital board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.